Manufacturer narrative:
Device sample has not been received by manufacturer in time for this report.

Event description:
The event is reported as: complaint alleges: staples are not closing properly. No animal injury reported.